Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6.1. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During examination, foreign material believed to be simethicone was found in the air/water channel. Based on the results of the investigation, the foreign material may not be removed because reprocessing could not be done properly due to leakage in the control body - side cover. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during the device inspection, that the gastrointestinal videoscope exhibited a white foreign material in air and water channel. There were no reports patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.